Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with no specific device problem or device component implicated based on available information. Symptoms included unspecified clinical effects due to insufficient information. Outcomes included an unspecified impact due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.